Event description:
The complainant reported an over-delivery. The pump was set for 40 mls/hr and delivered 200 mls in 1.45 hrs. The pump alarmed when empty.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.